Event description:
It was reported on (B)(6), 2014 that there was a hardware removal due to plate migration. On an unknown date in 2014 approximately six to eight weeks before the explant, the initial surgery was performed with a different surgeon. It was reported the patient was treated for a fractured mandible. The implant surgeon implanted a matrix mandible plate and he used six to eight of the 2.0 mandible locking screws from a different set. Postoperatively, on an unknown date, it was discovered by x-ray that the plate had come off of the screws and migrated. On (B)(6), 2014, it was determined that the incorrect screws were used with the plate. The explant surgeon removed the plate and the six to eight screws. The explant surgeon did not replace the hardware and it was not confirmed if the fracture had healed. The explant was completed successfully without any noted patient harm or delays. This report is for an unknown matrix mandible locking plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Pt age: patient was reported as elderly. Additional device info: this report is for 1 unknown matrix mandible locking plate/unknown lot. Implant date: approximately six to eight weeks before the explant on (B)(6), 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.